Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient stated that the down arrow was responding intermittently; this issue reportedly started about 2 weeks ago. The patient denied damage to key pad and denied getting pump wet or cleaning pump with any type of solvent.